Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
On the 12th of may 2022, the customer from canada reported staining alteration with herceptest sk00121-2. The customer stated that not all slides were affected; another instrument is performing well for the same ihc and controls. The customer use flex slides and slides are not drying. The fse inspected the instrument and found that the aspiration and dispense check valve caused the staining alteration. The part was replaced, quality checklist and all necessary tests were performed. The instrument has been repaired, it is fully operational and is available for the user.no harm or misdiagnosis was indicated.